Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device was not returned for evaluation; therefore, a device analysis could not be performed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient bone quality, patient condition and/or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a clinical study, patient experienced periprosthetic femur fracture and a revision surgery was required. No other complications were reported. Patient outcome is recovering.